Manufacturer narrative:
Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump took longer than expected for the infusion to complete" was not reproduced. The device was tested for flow accuracy and delivered within range. The event history log (ehl) review was performed. An event occurrence date and parameters were not provided. The last day of customer use was reviewed and revealed no abnormalities that could cause or contribute to an under-infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump took longer than expected for the infusion to complete. Staff reported unit did not infuse fast enough (took 1.5 hours but should have infused in 30mins) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.